Event description:
It was reported that the patient fell postoperatively and subsequently developed an infection, which required revision surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01027; (B)(4), s809 - trauma, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.